Event description:
Burning on skin, had burnt marks on the skin [thermal burn]. Skin was apparently broken on one spot as there was a scab [scab]. Skin was apparently broken on one spot as there was a scab [skin wound]. Case description: this is a spontaneous report from a contactable consumer received via product quality complaints. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder and wrist), from an unspecified date at an unspecified frequency for relieving pain in shoulders. The patient medical history and concomitant medications were not reported. The patient had used one heatwrap for eight hours without any problems as before. A few days later the patient tried another heatwrap but it had to be removed after 5 hours due to burning on skin. The heatwrap had burnt marks on the skin and the skin was apparently broken on one spot as there was a scab. The marks were still visible after three days. The outcome of the events was resolving, reported as the burn symptoms had started to get better on an unspecified date. The patient did not visit a physician. Follow-up ((B)(6) 2015): new information received from the same contactable consumer via product quality complaints included patient date (patient age) and reaction data (outcome of the events was resolving). This case has been upgraded to a serious reportable device report. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events burning skin, burnt marks on the skin, broken skin and scab as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.